Event description:
Additional information was received from a consumer. It was reported that the circumstances led to the worsened pain was that the pain just kept getting worse. The steps taken to resolve were the patient increased pain medication and then tried a different manufacturer's device. The patient had their ins removed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator for non-malignant pain. The patient reported that her system had been explanted. The patient reported that it was replaced by ¿another type¿ of device that helped with her pain a lot more. The patient reported that the system did help her pain enough for her to get out of bed, but she was only able to be up for part of the day. The patient reported that her pain had been progressively increasing since the system was implanted and she had been increasing her pain medications as a result. The patient reported that the new implanted device allowed her to be out of bed most of the day. No further complications anticipated.